Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the tip of the steelcore guide wire became kinked after resistance was met during advancement to the vessel. Resistance was also met during removal of the guide wire from the anatomy and the tip of the wire became stretched (prolonged). There was no reported clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, the information indicated this event is based on a general comment from the customer who reported that this device issue has occurred several times in the past with this steelcore guide wire. The number of steelcore guide wires and patients could not be recalled. There were no adverse patient effects. No additional information was provided.